Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lens body was skewed, and the tip was burnt and worn a root cause could not be identified. Based on the results of the investigation, it is likely that the "broken retaining pin" malfunction was caused by a component failure of the retaining pin (locking pin) due to excessive force. For the "lens body is skewed" malfunction, the cause appears to be a component failure of the lens body (insertion tube with lens assembly) also due to excessive force. The "tip is burnt and worn" malfunction seems to be caused by a component failure of the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents a broken retaining pin. The malfunction occurred during reprocessing. There were no reports of patient involvement.